Event description:
Pt called lifecor customer support to report a charger fault light when placing one of his battery packs in the charger. He removed and reinserted the battery pack several times with the same result, the red light on the inside left blinks on the charger. He reported his other battery pack has more than half charge remaining. He recharged his other battery pack while bathing. A replacement battery pack was provided.